Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula and no blood observed on the device. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were found on both the formed needle and slide retract indicating that the formed needle was incorrectly installed in the slide retract. This incorrect installation resulted in the formed needle becoming unseated during deployment, preventing the formed needle from retracting after deployment. The exposed formed needle contributed to the reported bleeding and bruising. The download data from the pod showed that the pod generated a 0x1c alarm, indicating that the pod reached the end of the 80 hour expiration time. The data confirmed that the pod ran for 80 hours before the alarm was generated. This alarm is a safety feature of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not fully retract as intended during activation. The patient's blood glucose (bg) values dropped to 29 mg/dl. The pod was worn longer than 48 hours on the leg and then removed.